Event description:
It was reported that following the implant procedure of a transcatheter valve, an echocardiogram was performed that revealed a type a aortic dissection. The patient was hemodynamically stable, and was referred for a computed tomography (CT) scan.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012659426); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of a transcatheter valve, an echocardiogram was performed that revealed a type a aortic dissection. The patient was hemodynamically stable, and was referred for a computed tomography (CT) scan. Additional information was received indicating that the dissection was noted after the procedure. The cause of the dissection is unknown. The guidewire used was a non-medtronic device. Treatment consisted of follow-up.